Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic myomectomy - "during surgery one trocar valve dropped into the patient body but did not find, while surgeon took it out when he performed routine check abdominal cavity post operation. The procedure completed successfully no complication occurred. We will provide free replacement to hospital to overcome their objection after dr (B)(6) used our gelpoint over 15 cases never happened this incident before."